Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima ii¿ closed IV catheter system leaked. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 8107028. Our records show the reported lot was manufactured in april of 2018, and it was determined that this is the second instance of leaking adapter junction occurring in this batch of intima ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided a small cracked was found during leakage testing and was located on the adapter. The returned product's parameters for swage dimension and swage length were tested and found to be within product specifications. However, depending on pressure variance in the auto lines¿ swage pressure it is possible of the machine to become misaligned allowing for the resulting crack to form in the device. We are currently conducting a long term study to determine the root cause for this event. Bd will continue to track and trend for this issue.

Event description:
It was reported that the bd intima ii closed IV catheter system leaked. There was no report of exposure, injury, or medical intervention.